Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The emdr with manufacturer report number, submitted on 12/16/2021 was submitted in error as this case was determined to be not reportable. Please retract the report. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that starter hole was off-centered. He stated that it was off-centered by approximately one-fourth inch. The product was not used. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 12 of 14. Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).